Event description:
It was reported; that the (iab) intra-aortic balloon was properly prepped and zeroed. Immediately the user got an (fos) fiber-optix system weak signal alarm. They never got an (ap) arterial pressure waveform. As a result the iab was disconnected and another iab was prepped and inserted without incident. Additional information received on (B)(6) 2015; the event occurred in the (cl) cath lab. The iab team technician stated, that he had arrived in cl to see that the fox connector had been connected, the cal key connected, light bulb green (fiber-optix iab zeroed prior to insertion), and iab had been removed from packaging. The tech stated that prior to insertion, and within about a 30 second timeframe, after zeroing the iab, the pump alarmed "fos weak". According to the tech, they elected to insert the iab thru the sheath despite the fos weak signal, but when they saw that there was no ap waveform from the fos, and in autopilot, and the ap waveform shifted to monitor, they elected to remove the iab thru the sheath. The pump was never started. . They opened another iab, prepped following IFU recommendations, and connected and zeroed fos to the same iabp. There were no issues and the patient did not suffer any complications as a result of the delay. There was no reported patient harm, injury or death. Patient outcome was okay.

Manufacturer narrative:
(B)(4).